Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by communication issue. The field service engineer replaced board row a and tested all pyxisbus cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a cubie failure. A row of cubies was not detected on the bus. The customer reported that an issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.